Event description:
An (B)(6) female had colonoscopy done on (B)(6) 2011; upon cleaning of colonoscope, it was found that a foreign body (part of an old broken scope brush) had been retained in the scope. This same scope had been sent out for repair on (B)(6) 2011 because of the broken brush in the channel. The scope had been returned to hospital with assurance from the company that it had been cleaned, repaired and inspected prior to shipment back to hosp. Prior to use in this case, the scope had been cleaned in processor with high level disinfectant and returned to scope closet per hosp protocol. No injury to pt; infection control, attending physician. Notified of event. Also account mgr for company notified and scope was sent back for inspection and repair.